Manufacturer narrative:
The t-coat micro-handle subject of the reported event was returned for evaluation. Evaluation results found that, contrary to the reported event of the screw head falling off it was confirmed that the tip of the t-coat mico-handle had fallen off. Further evaluation of the device found that an unknown third-party service provider had performed service activity to the t-coat mico-handle prior to the reported event. The evaluation of the t-coat mico-handle determined that too much material had been removed when griding the tip subsequently causing the tip to become too thin and break off. User facility personnel were notified of the evaluation results. No additional issues have been reported.

Event description:
User facility personnel were able to successfully retrieve the broken piece and the procedure was completed successfully.

Event description:
The user facility reported that during a patient procedure a screw head to their t-coat micro-handle device broke off. No report of injury.

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.